Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead showed noisy signals. It was suspected that the ra lead has an insulation breach. Myopotential noise was observed on the shock channel. A breach on the shocking portion was suspected as well. The last inappropriate rv events were back in december which did show noise with pacing inhibition and a charge divert. It was reported that the rv lead was placed at the left ventricular (lv) lead port for pacing support and the lv lead was placed at the rv port in an off label way. The device was set to shock box settings as the patient has never had a ventricular tachycardia/ventricular fibrillation episode with therapy. The system remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).